Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure'), pregnancy with contraceptive device ('pregnancy with essure') and bipolar disorder ('psychological or psychiatric problems condition: bi-polar depression') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2010, (B)(6) 2013 and(B)(6) 2014 miscarriage, hemorrhoidectomy, pregnancy with contraceptive device ((B)(6) 2017) and ectopic pregnancy with contraceptive device ((B)(6) 2017). Previously administered products included for an unreported indication: yaz, depo-provera and nuvaring. Concurrent conditions included kidney stones. Concomitant products included lithium, lorazepam, sertraline hydrochloride (zoloft) and zolpidem tartrate (zopidem). On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In july 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and hot flush ("hot flashes"). In august 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In november 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), migraine ("migraines / headaches") and arthralgia ("joint pain/joint aches"). In december 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, bipolar disorder, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, migraine, dysmenorrhoea, alopecia, hot flush and abdominal pain outcome was unknown and the dyspareunia, back pain and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient experienced two another pregnancies in (B)(6) 2017 and (B)(6) 2017 which is captured under case: 2019-132810 and 2019-132808. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2016: result: migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure'), pregnancy with contraceptive device ('pregnancy with essure') and bipolar disorder ('psychological or psychiatric problems condition: bi-polar depression') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2010, (B)(6) 2013 and (B)(6) 2014), miscarriage, hemorrhoidectomy, pregnancy with contraceptive device ((B)(6) 2017) and ectopic pregnancy with contraceptive device ((B)(6) 2017). Previously administered products included for an unreported indication: yaz, depo-provera and nuvaring. Concurrent conditions included kidney stones. Concomitant products included lithium, lorazepam, sertraline hydrochloride (zoloft) and zolpidem tartrate (zopidem). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), anxiety ("anxiety") and hot flush ("hot flashes"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), migraine ("migraines / headaches") and arthralgia ("joint pain/joint aches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, bipolar disorder, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, migraine, dysmenorrhoea, alopecia, hot flush and abdominal pain outcome was unknown and the dyspareunia, back pain and arthralgia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient experienced two another pregnancies in (B)(6) 2017 and (B)(6) 2017 which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: result: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs received. Product indication updated. Previously reported ¿injury¿ was updated to pelvic pain. Following events were added: device dislocation, pregnancy with essure, mood swings, abnormal bleeding (vaginal), menorrhagia, uti, infection (other) describe: yeast, bipolar depression, anxiety, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, hot flashes, back pain, joint pain, abdominal pain and device ineffective. Event severity added for: abdominal pain, pelvic pain, back pain and joint pain. Event clubbed: joint pain/joint aches. Medical history, lab data, historical, treatment and concomitant medications were added. On 5-jul-2019: wrong source document attached. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.